Event description:
The customer reported an electrical safety test failure due to a ground leakage issue. There was no patient involvement. The remote service engineer spoke with the customer to perform troubleshooting. The customer verified the power cord was reading 0.09 by connecting the ground reader to the ground wire on the gas delivery system (gds). Next, the customer verified both the proximal and gas outlet were reading 0.09. When trying to verify the o2 fitting retention plate screw, the customer was getting above specs. Instructed him to take the screws out and inspect for a clean connection. The customer reinstalled the screws after cleaning out the area. The customer stated that it did not work and would continue troubleshooting. The customer mildly scraped the vent exhaust portal and the readings were in spec. The issue is resolved.